Manufacturer narrative:
B5 -describe event or problem: updated to include the additional information received.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before it was inflated to the nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and mildly calcified. The balloon was inflated once before the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before it was inflated to the nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event.